Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated damage at implant. The analyst comments also noted that the outer insulation is cut at 17.6 cm, there is blood visible in the proximal conductor, there is blood/tissue inside the helix, and the lead was apparently damaged at implant attempt.

Event description:
It was reported that during the implant procedure the lead had high thresholds and undersensing of p-waves. The lead was removed and a different lead was implant instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.